Event description:
Hill-rom received a complaint for one of its excelcare bariatric bed frames alleging a problem with the head section of the bed in remaining in an elevated position. Hill-rom dispatched a field service technician to the account to repair the bed on (B)(6) 2012. The technician investigated and addressed the problem by adjusting the tension on the CPR cable release mechanism which appeared to return function back to the head section. The customer called in another repair on (B)(6) 2012 for the same problem of maintaining elevation of the head section. The technician was again dispatched and investigated the problem where a ty-wrap was found tightly secured around the CPR cable release mechanism which appeared to have enough tension on the cable to engage the CPR function and prevented function of the head actuator. A new ty-wrap was installed to secure the CPR cable. The technician ensured there was no tension on the cable to prevent actuator function before the technician left the account. The customer called back a third time asking hill-rom to remove the bed from the account because the head section remain inoperative after the patient returned to the bed. The technician was then dispatched to remove the bed from the account on (B)(6) 2012. He transported it back to the local hill-rom service center for further investigation and booked a warehouse repair to address the problem with head section elevation. The warehouse repair was completed on (B)(6) 2012 where the CPR release mechanism was replaced and proper function of the head section and CPR were operating properly. After a review of the repair sequence by hill-rom's quality and regulatory department, the technician was contacted and requested to perform an additional follow up investigation to determine if the head actuator bracket had any signs of fatigue or damage similar failure mode reported to FDA on 09/14/2009 in MDR# 1045510-2009-00021. The follow-up investigation was completed on (B)(6) 2012 and a weld failure was found on the head actuator bracket which was similar to the insufficient weld penetration failure mode identified in the above referenced medical device report. The weld failure found on the head actuator bracket allowed the actuator motor to move out of its specified position. This movement applied tension on the CPR release mechanism mounted on the head actuator and engaged the CPR function of the bed. When the CPR function was engaged, the head actuator is released and the head section lowers from any raised position. The bed frame has not been placed back in service and remains in a warehouse down status at the hill-rom service center. Medical device report, 1045510-2012-00012, was submitted on (B)(6) 2012 for the warehouse repair conducted on (B)(6) 2012 prior to the (B)(4) department's request to perform a further investigation. Hill-rom will submit a follow up MDR for 1045510-2012-00012 to include the additional findings of the follow up investigation of the warehouse repair. Hill-rom is reporting this malfunction in compliance with 21cfr803.3 where this failure mode was involved in an adverse event on 05/05/2009 indicated in mdr1045510-2009-00021.